Event description:
Customer reported the set leaked at the connection. A new set was used. Solution was 0.9% normal saline at 100ml/hour. No patient harm or medical intervention reported. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.